Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to dislodgement. Additional information received that there was an increase threshold and loss of capture due to lead dislodgement. This lead was repositioned successfully. This lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.